Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage with blood inside the tube on the delivery device and evidence of blood on outer surface. The delivery device was returned and the loading device was not returned. The seal, tension spring assembly and the anchor tab were inside the delivery device. The seal was positioned slightly forward in the direction of deployment but was still seated in the delivery tube. The blue slide lock was engaged and the white plunger was depressed. Based on the condition of the returned device, the complaint was confirmed for failure to deploy. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring failed to deploy properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.